Manufacturer narrative:
Additional information: additional event details. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. A medtronic representative stated that any scans from the non-medtronic scanner that was being used are a known problem with the medtronic navigation system.

Manufacturer narrative:
Device evaluation: a software investigation was initiated but was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional. No parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the site had registration issues. The navigation system would not register using the CT scan. This occurred pre-operatively during the registration task. The CT scan was from a non-medtronic scanner, and so the image was very white and could not be adjusted in 3d model build. The site opted to abort navigation. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome. It was noted that a newer version of the cranial software might help with this issue. However, it was also noted that the site may need to re-scan a patient if they continue to use scans from external hospitals where the recommended protocol is not followed.